Event description:
Caller reported blood glucose results of 199 mg/dl, 167 mg/dl, 155 mg/dl, 105 mg/dl, 99 mg/dl, and 136 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Event description:
Reporter alleged the customer obtained the results of 511 mg/dl and 103 mg/dl back to back within 10 minutes on the aviva system. Reporter stated the customer felt hypoglycemic symptoms and ate sweets to bring up her blood glucose levels. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.